Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had been scheduled to have their right lead revised on (B)(6) 2019 because there was something wrong with it. The date the right lead issue began was unknown by the caller. No symptoms were reported. No further complications were reported or anticipated.